Manufacturer narrative:
Investigation: the returned sample from lot 7067467 was reviewed. There was no evidence of physical damage or molding defect. Plunger thread depth was measured and confirmed to be in specification. This is a previously known complaint type. It can occur when the end user may have pulled back on the plunger with excessive force, causing it to detach from the stopper. The product is designed to enable the plunger to be drawn backwards but in a slow and even action. A review of the manufacturing records was performed for the incident lot and no issues were identified. Bd was not able to duplicate or confirm the customer¿s indicated failure mode and an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that when exerting pressure to depress the plunger on the bd posiflush¿ xs 10ml pre-filled flush syringe nacl 0.9% the stopper was detached. No report of injury or medical interventions.